Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's father reported that his son's boluses were not recorded in the bolus history or carelink. The son's blood glucose was unknown. The father stated his son had high blood glucose and was displaying symptoms such as anxiousness, loss of focus, and abdominal pain. Troubleshooting found the customer's drive support cap appeared to be normal. Insulin was also able to exit from the tubing during a manual prime. The son's bolus wizard settings was also correct. It was also found a bolus was missing from the bolus history. Customer was advised his insulin pump was working as designed. The father wished to have his son's insulin pump replaced at the end of the call. No additional information provided.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and monitored. No carelink, bolus history anomaly or bolus anomaly noted. The insulin pump was uploaded properly using carelink-pro. All bolus deliveries showed in carelink and in the bolus history screen. The insulin pump passed functional testing. The insulin pump was receive with minor scratches on liquid crystal display window, cracked case at window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.